Event description:
A malfunction with the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the case was kept open for follow-up.